Event description:
During a cervical bipolar lesion procedure, a burn occurred on the right side. The grounding pad was placed on the left side flank of a patient that was neither hairy or diaphoretic. There was no error performance issues with the generator noted throughout the lesion. The burn was cleaned and a band-aid was applied.

Manufacturer narrative:
An image was submitted for evaluation; no device components were returned. The image appeared to show a burn on the neck of the patient. Visual inspection was based solely upon a review of the photograph provided. Review of the device history record was not possible as the lot number is unknown. The cause of the reported burn remains unknown.